Manufacturer narrative:
A review of the system logs found there were no relevant errors during this procedure. A review of the 5 procedures performed on the system subsequent to the reported event also found no relevant errors. A device history record (DHR) review found no non-conformances were identified to be related to this event. The following concomitant products were used during this procedure: 30 degree endoscope plus, fenestrated bipolar forceps, tip-up fenestrated grasper, monopolar curved scissors, two medium-large clip appliers, vessel sealer extend sureform 60 stapler. No complaints were received for these instruments and they have not been reused since the reported event. A medical review was performed by an intuitive medical safety officer (mso) who concluded that the patient died intraoperatively from bleeding. The details of how this happened and what exactly bled were not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a da vinci-assisted rectal resection procedure, the patient expired due to an uncontrolled bleeding event. Information regarding the specific surgical task being performed and site of the bleeding was not available. The site report source stated that the event was not caused or contributed to by the da vinci system, instruments or accessories. Additional information was requested but was not provided.